Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 800 mg/dl. The customer stated that she did not feel that her insulin pump was the cause of the incident. The most recent blood glucose reading was 76 mg/dl. She stated that she felt that the insulin pump was functioning as designed. She complained of nausea and vomiting during the event. She stated that, prior to admittance, her spouse treated her with 2 shots of insulin. She stated that she was unsure of the amount of insulin, but since she was still unresponsive, her spouse called 911. She noted that she had been vomiting the day prior and became unresponsive on the day of the call. She was treated with insulin via intravenous drip, manual injections, and antibiotics. She was released after the blood glucose levels were lowered. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.